Manufacturer narrative:
Attempts to f/u with the facility to obtain the pt's age and gender, as well as, the date of the event have been unsuccessful.

Event description:
The MFR has not received the device in question and, therefore, no preliminary analysis can be provided. Attempts to follow up with the facility regarding the status of the product have been unsuccessful.